Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the tap is cracked.

Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3243 investigation conclusions: 61 device evaluation: visual inspection confirms that the distal tap has two fractures that travel 1-2 threads proximally down the shaft. Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. The fractured distal portions of the tap are slightly splayed away from the center axis of the tap. This failure mode is not consistent with proper use of the instrument. The marks on the distal cannulation and the splaying of the distal tap walls indicate that this failure can be contributed to misuse of the instrument. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.